Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine 5 mg/ml; 1.5916 mg/day, fentanyl 10 mcg/ml; 3,183 mcg/day and clonidine 35 mcg/ml 11.141 mcg/day via an implantable pump. Indication for use was non-malignant pain and cervical radiculopathy. The date of the event was (B)(6) 2018. It was reported that during a pump replacement for elective replacement indicator (eri) the hcp had difficulty aspirating the from the catheter access port (cap) and directly from the catheter. The hcp may have aspirated about 0.2ml of fluid. A back table prime was done based on this result. A priming bolus was not being done. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The case has been rescheduled to thursday ((B)(6) 2018). The cause of the difficulty aspirating from the catheter was unknown. The current status of the catheter and resolution was unknown. The patient¿s weight and medical history were unknown.